Event description:
During a routine shift check by a clinician, the device displayed a routine shift check by a clinician, the device displayed a "status 89" message. There was no patient involvement in the reported malfunction.